Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) did not deploy when the grey piece was shuttled down, and the white tube did not appear. Hemostasis was achieved with manual compression for less than 30 minutes. The device was removed per instructions for use (IFU), and manual pressure was held. There was no reported patient injury. There was no difficulty with shuttling, and nothing felt different than usual. The doctor noticed that the white tube did not come out as it usually does. The mynx vascular closure device (vcd) was used during a diagnostic procedure with an antegrade approach. The deployer was certified on the mynx device. A 5f cordis brite tip sheath was used. The femoral artery suitability was verified, including vascular sheath introducer insertion angle assessment. The device was used in an arterial vessel. The vessel diameter was verified to be greater than or equal to 5 mm. No vessel tortuosity was present, and no peripheral vascular disease or calcium was present at the puncture site. The user completely shuttled down the device. There was no significant resistance during shuttling and no unusual force applied during sheath retraction. The device will be returned for evaluation.